Manufacturer narrative:
Device evaluation summary: the balloon returned with contrast visible in the balloon and inflation lumen. The balloon passed negative prep. The balloon was pressurised and maintained pressure. The balloon was inflated to nominal pressure (12 atm) with no issues noted. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation to the distal tip. Crimp impressions were visible on the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and non-calcified lesion located in the mid circumflex artery, exhibiting 75% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the balloon burst (or leaked) during the first inflation of 8atm¿s, this occurred in the lesion. A sudden drop in pressure was noted. It was described that device was not moved or re-positioned in the lesion prior to the burst. The stent was implanted in the intended lesion area and was completely expanded in the vessel prior to the balloon burst. Patient status post-procedure is alive with no injury.